Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken grip. A piece approximately 0.101" x 0.096" was found to be broken off. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to user mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the large clip applier instrument (part number: 470230-12, lot number: n10210208-0075) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0822 for 6 minutes. The instrument was used two times during the procedure and had 61 uses remaining out of 100 maximum uses. This complaint is reportable due to the following: it was reported that the jaw of the large clip applier instrument was found to be missing when attempting to apply a clip. The customer was not sure if the piece broke while the instrument was installed inside the patient's anatomy or prior to inserting the instrument. No fragment was observed inside the patient's anatomy, but the fragment could not be located. No post-operative tests were performed to look for the missing fragment. Failure analysis confirmed the instrument breakage, which was attributed to mishandling/misuse. The location of the fragment remains unknown. Unintended fragments falling inside the patient's anatomy may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one of the jaws of the large clip applier instrument was missing. The surgeon used the instrument and successfully applied one clip. The instrument was removed, reloaded with a new clip, and re-inserted into the patient's anatomy. Upon the second clip attempt, the clip fell off from the instrument and one of the instrument jaws was noted to be missing. The missing piece could not be located on the sterile field and it was not visible in the patient. However, the customer was not sure if the piece was missing prior to the instrument being re-inserted into the patient's anatomy or not. The location of the missing instrument piece was unknown. No post-operative tests were performed. The surgeon used a backup instrument to continue and the procedure was completed with no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.